Event description:
A report has been received that a memory lens iol implanted with no complication in the left eye of a patient has since opacified. Visual acuity noted as 20/25 at 2008 visit. Explant surgery has not been scheduled at this time. Request has been made for surgeon to provide follow up information as it becomes available.

Manufacturer narrative:
The device history records & sterility records have been reviewed by manufacturing and found to be in compliance. This lens was manufactured before april 2000 and underwent a modified (buffered tumbling) process during its manufacture. The method of manufacture was subsequently changed to eliminate the use of this modified process. There have been reports of biofilm formation causing opacification of lenses with serial numbers that correspond to the use of the modified (buffered tumbling) process.